Event description:
Provider states that the left wheel lock assembly is wearings down. Provider states the teeth of the assembly that connects to the wheels are worn down and not catching everytime. No additional information provided.